Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. A chest tube was placed to resolve the pneumothorax. It was reported that the patient¿s condition was stable and has been discharged. Intuitive surgical, inc. (Isi) reached out to the physician to obtain additional information but has not yet received a response.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of 30-aug-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.